Event description:
Boston scientific received info that this system was explanted due to infection and dehiscence of the xyphoid incision. It was noted that the pt had two prior (non-boston scientific) device systems explanted due to infection. No add'l adverse pt effects were reported following the explant procedure.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.